Event description:
It was reported that the patient had unstable intermittent stimulation and had stimulation in the wrong location. The stimulator had cycling programmed, but this did not account for the intermittent stimulation. The stimulation was in her arm and no longer in her shoulder. The patient also felt a shocking/jolting sensation down her left leg (stimulation was not programmed for this area). There was no known accident or incident related to this event. The patient was scheduled to see her physician. Additional information was requested.

Manufacturer narrative:
Unk lead. Extension model 7495-51, serial # (B)(4), implanted: (B)(6) 1996, explanted: na. Programmer model 7434a, serial # (B)(4).